Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 117mg/dl and the sensor glucose was 254mg/dl at the time of the incident. The customer reported that the sensor said that it couldn't pick up from the pump and it finally picked it up but now its 120 point off of what it should say. Sensor glucose and blood glucose difference is not within acceptable range. Current sensor glucose value 149. Current blood glucose value is 72mg/dl. Difference is not within range for calibration. Insulin delivery was suspended due to sensor glucose value of 90 something. Suspend before low limit in sensor settings was 70. The sensor will not be returned for analysis.